Manufacturer narrative:
Intuitive surgical inc. (Isi) received the second master tool manipulators (mtm) to perform failure analysis. The mtm has been evaluated, and failure analysis (fa) team confirmed the reported complaint via system logs; however, it could not be reproduced during in-house testing. No visual defects related to the reported issue were identified during inspection. All functional testing passed, and no abnormal behavior was observed.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted ileostomy takedown surgical procedure, the user informed an intuitive surgical, inc. (Isi) technical support engineer (tse) that they still experienced unexpected motion while using the master tool manipulators (mtms). There was no report of patient injury. Isi followed up with the initial reporter and obtained additional information: the reporter confirmed that the surgeon experienced uncontrolled instrument movement during procedures on two occasions. The issue was identified during procedure on (B)(6) 2026 with instruments in place. The reporter confirmed that the issue occurred with the surgeon¿s head inside the surgeon console and they did remove their hands from the hand controls when the issue occurred. However, the reporter stated that the mtms moved a lot more than it should have. The reporter confirmed that they were able to continue and complete the procedure using the same system configuration. There was no report of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported the complaint and replaced both master tool manipulators (mtm). The system was tested and verified as ready for use. As of the date of this report, one mtm has not yet been received by isi for evaluation. Isi did receive the mtm to perform failure analysis (fa). Fa was able to confirm the reported the complaint via system logs but was not able to reproduce the complaint during in-house testing. No visual defects related to the reported issue were identified during inspection. All functional testing passed, and no abnormal behavior was observed. The root cause could not be definitively determined at this time.